Event description:
It wa reported that the mesh used for urinary problems, wasn't healthy for any of the women interviewed in the documentary. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).